Event description:
During a literature review of southern orthopaedic associations website, the following post "calaxo osteoconductive interference screw: the value of post-market surveillance" confirmed that patient presented post operative condition with tibial prominence.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)